Event description:
The customer reported that the monitor fell. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor fell. There is not enough information to determine if this was an unexpected fall, or if the monitor was dropped. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.